Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, flank pain, menses irregular with excessive bleeding, nausea, morning sickness, breast tenderness, irritability, pollen allergy, allergy to plants, uti, sickness, nipple disorder and dysplasia (severe). Previously administered products included for birth control: iud from 2004 to 2006. Concurrent conditions included analgesia, candidiasis, menorrhagia, loop electrosurgical excision procedure, vaginal biopsy and d & c. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: severe depression") and back pain ("lower back pain"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraine") and headache ("headaches") and underwent gastric bypass ("surgery (other) type of surgery: gastric bypass"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, alopecia, weight increased and headache had resolved, the genital haemorrhage, psychological trauma, vaginal discharge, depression, gastric bypass and back pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, gastric bypass, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,bleeding, psych injury, bladder/urinary problems and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received, reporter information updated, patient demographic ,lab data, essure start stop date , previous event injury to herself deleted and new event pelvic/ abdominal, dysmenorrhea (cramping), general abnormal bleeding, psych injury, vaginal discharge, hair loss, weight gain, migraine, headaches and outcome were on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter ,patient demographic , lab data updated and new event abnormal bleeding (general), psychological or psychiatric problems condition: severe depression, surgery (other) type of surgery: gastric bypass, lower back pain were added. Follow- up 2 and 3 processes together no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.